Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1800875. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the experienced hemolok surgeon reported the clip applier to jammed and the actual clip to broke in half. The half pieces went inside the patient and had to be retrieved using a grasper.